Event description:
The patient stated that his infusion device began to display odd characters and started to beep. The patient stated that the power pack had been in use for about a month. The pt stated that he was aware of the power pack recall and he was aware that the power pack needed to be changed every 2 weeks. The pt did not report any physiological effects. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.